Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician informed the patient that the insertable cardiac monitor (icm) battery was nearing end of service earlier than expected, and the patient was not enrolled in monitoring. No adverse patient effects were reported. This icm remains in service.